Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the catheter serial number (B)(4) found sc connector coring/tears/cuts in seal which met leak criteria. Analysis found damage to the retaining fingers. Analysis found a cored indent in the cup of the sc connector, leaking was observed during pressure testing.

Event description:
It was reported that the sutureless connector was leaking at the pump connection. The patient experienced progressive decreased efficacy of baclofen over several months with increased dosage. A dye study was performed and did not show flow through catheter. The catheter was aspirated on the operating room table with good flow. A leak was noted at the pump connector site. The sutureless connector section was removed and a new one was added to the catheter. It was later reported it appeared the sutureless connector was not securely attached to the catheter port. It was also reported the pump was at the early replacement indicator (eri). The patient¿s status was reported as ¿alive ¿ no injury.¿ the type of medication being delivered via the device system was gablofen. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: catheter. (B)(4).